Event description:
Pt was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers received. Litigation papers alleged that due to the metal on metal abrasion created by the device, the pt is at risk for injuries associated with metallosis, from the minute metal particles remaining in his body.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular loosening. Update: (B)(4) 2011 - litigation papers received. Litigation papers allege that due to the metal on metal abrasion created by the device, the patient is at risk for injuries associated with metallosis, from the minute metal particles remaining in his body. The complaint was reopened to add the femoral head. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.